Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter would not turn on. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began around one month before contacting lifescan. The patient manages their diabetes with self-adjusted insulin. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿feeling fatigue, dizzy, no energy and does not feel right¿ approximately three weeks after the alleged issue began. The patient reported self-treating these symptoms with insulin but could not recall the dose of type of insulin taken. The patient denied testing on any other device at this time. The alleged issue was resolved with troubleshooting. This complaint is being reported because the patient may have administered medical treatment for an acute complication of diabetes after the alleged issue began.